Event description:
It was reported that a speaker malfunction occurred and the speaker emits no sound. The device was not in use on a patient at the time of the event. There was no adverse event reported.

Manufacturer narrative:
Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing indicate that the speaker produced no sound; the speaker was defective. The issue was resolved by replacing the speaker. The device was operational after repairs were completed and the device was returned to the customer.